Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/26/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No were there any unexpected outcomes or complications resulting from the prolonged surgery time? No how long, in minutes, did the surgery prolong? 20 minutes which tissue was being sutured when the event occurred? Face surgery was only info provided. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep): materials. Please perform and document the follow up attempt for product return. Please provide tracking number: have not received return info yet. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with twelve (12) and one open box with eight (8) representative unopened samples each as a total of twenty (20) representative unopened samples were received for analysis. Product code 690g. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that there was multiple needles popped off during use of suture. New ones pulled with same result. Customer wishes to return all with same lot. There was 20min of surgical delay was reported. The devices were returning. There were no patient consequences reported. Additional information was requested.